Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The lead was explanted after an attempt to reposition for low sensing was unsuccessful.